Manufacturer narrative:
H.6. Investigation: customer returned (2) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 8186590. Customer states that the barrel was cracked. Both returned syringes were examined and one sample exhibited a piece of the barrel broken off ranging from the 0-12 unit markings. A review of the device history record was completed for batch# 8186590. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. The printed barrels are then conveyed to the assembly operation which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches made during the production of this batch that related to this defect. No root cause for this defect can be determined. H3 other text : see h.10.

Event description:
It was reported that before use of the bd lord's ¿ syringe the barrel was cracked. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the barrel was cracked.

Event description:
It was reported that before use of the bd lord's ¿ syringe the barrel was cracked. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the barrel was cracked.

Manufacturer narrative:
Additional information received. Medical device lot #: 8186590. Medical device expiration date: 2023-07-31. Device available for eval.: yes. Returned to manufacturer on: 2019-09-26. Device return to manuf.: yes. Device manufacture date: 2018-07-05.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd lord's ¿ syringe the barrel was cracked. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the barrel was cracked.